Manufacturer narrative:
Follow-up #1: date of submission 10/19/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/14/2017 with the following findings: during testing, all of the keypad buttons were found to respond appropriately. The keypad was removed and no defects were observed with the key contacts. The pump cover was removed and no damage was found to the keypad flex/connector. Unrelated to the original complaint, the battery compartment was observed to be cracked between the bumper pad and cover. The complaint of keypad button response issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.